Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and tortuous distal left circumflex artery. This 3.00 x 28mm promus element, mr stent was implanted in the target lesion (implant date unknown). The physician attempted to evaluate the distal portion of the implanted stent by using ivus and a non bsc imaging catheter. The catheter became stuck in the middle portion of this promus element stent during pullback. The physician advanced another manufacturers 1.0mm balloon to the stuck location using another manufacturers microcatheter. The balloon was inflated and the catheter was released. Fluoroscopic control was used and stent deformation was noted in the middle portion of the stent. The physician mentioned that the stent had good apposition. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).